Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Customer reported a blood glucose level of 275 (mg/dl) that was addressed with a bolus. Tandem technical support educated the customer on how to prevent the button alarm from being triggered.